Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), it was discovered that the front response button was missing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was missing the front response button. The root cause for the damaged response button could not be positively identified but was likely excessive force during patient use. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.